Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct charging equipment and attempting various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support decided to send a replacement pump with updated software and new charging supplies. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was instructed on the steps necessary upon receiving the replacement, which will be delivered with a signature required. Additionally, the customer was advised to return the faulty pump using a pre-paid ups label within ten days.